Event description:
It was reported the subject device had air leakage from the cable. The issue was discovered within olympus. There was no patient involvement.

Manufacturer narrative:
E3-non-health care professional; e2-no. The allegation of "air leakage" was confirmed. In addition, the device evaluation found cable breakage. Based on the results of the investigation, a definitive root cause cannot be identified. The most probable cause of the complaint is that water flooded from the damaged part of the cable. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device.